Event description:
It was reported that the patient received inappropriate shocks due noise on the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.